Manufacturer narrative:
This report is being submitted, as follow up no. 1. To provide the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed, for pseudoaneurysm. Since it was observed, as per allegation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- inventory specialist. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used in a 5fr, tavr work up case was completed. It was completed without complication. The patient was discharged home and at 2am the patient went to the bathroom and felt a pop. The patient ended up with a 9cm hematoma and a 3.9cm pseudoaneurysm. Currently the plan is to consult vascular surgery and possibly receive a thrombin ejection in the future. Patient was in stable condition. The patient had a hematoma and prostate-specific antigen (psa) found. Intervention is being considered depending on follow up studies. Additional information was received 14septemeber2021: the patient received a thrombin injection. A pre-deployment angiogram was performed. There were no noted difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no noted issues with insertion, deployment, or withdrawal of the device.